Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information for a complete pump reset and guided them through the process. After the reset, the cgm error code did not reappear, and the customer successfully started a new sensor session.